Event description:
The customer stated he was hospitalized for high blood glucose. The reported blood glucose reading was 385 mg/dl. Prior to the hospitalization, the customer got a low battery alarm followed by a no power alarm. The customer stated he did not change the battery in time and therefore the insulin pump shut off. The customer stated he changed the battery and the insulin pump gave a new alarm, which he did not clear, causing his blood glucose levels to elevate. The customer stated the insulin pump is working fine currently and he will monitor it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.